Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an uncomfortable stimulation after a fall. Checked impedance. Impedance was normal and feels stimulation appropriately. No further complications were noted or anticipated